Event description:
The customer reported an axsym bhcg result of 40 miu/ml on a pt in 2000. A d&c was performed based on the result. The pt is clinically negative for pregnancy and trophoblastic disease. The sample was thawed, mixed, and retested yielding the following results: 66 miu/ml undiluted and 0.00 miu/ml diluted 1:2 and 1:5. No injury to pt was reported.